Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article/literature was received entitled "osteointegrative sleeves for metaphyseal defect augmentation in revision total knee arthroplasty: clinical and radiological 5-year follow-up¿ literature article "osteointegrative sleeves for metaphyseal defect augmentation in revision total knee arthroplasty: clinical and radiological 5-year follow-up" by nils wirries et al. Published by the journal of arthroplasty was reviewed. The article purpose: to investigate clinical and radiographic 5-year results in patients with cementless osteointegrative metaphyseal sleeves applied for large metaphyseal defects following failed tka. The article reports: 46 patients were included in this study who were undergoing revision tka. All surgeries were conducted between january 1, 2011 and december 31, 2014. All patients were implanted with either sigma tciii tibial trays or s-rom noiles tibial trays. All patients also received tibial/femoral sleeves and stems. No patient received patella resurfacing. Cement was used in some cases, although the manufacturer was not disclosed. Depuy products involved: s-rom noiles complications: tibial fracture (1), aseptic loosening (1), surgical intervention (1) this is to capture the adverse events experienced by the first patient ((B)(6) male). All adverse events involved the tibial fracture and subsequent loosening of the tibial tray.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.